Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the small grasping retractor instrument (part number: 470318-10, lot number: n10200211-001) associated with this event has been performed. Per logs, the instrument was last used on 21-aug-2020 on system sl0356. The alleged event occurred on the first use of the instrument. The instrument was registered on the system for 4 seconds. This complaint is reportable due to the following conclusion: the small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. It was reported that during a da vinci-assisted surgical procedure, the customer noted a broken jaw on the small grasping retractor instrument. Failure analysis found that the instrument had a broken pitch cable at the distal end. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a broken jaw on the small grasping retractor instrument. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The operating room (or) staff discovered the broken jaw on the instrument prior to installing it into the system. No fragment fell into the patient. The or staff used a backup instrument. The procedure was completed robotically with no injury to the patient.